Manufacturer narrative:
Information has been requested but unknown at this time. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii duodenovideoscope single use distal cover remained in the patient when the duodenoscope was retracted. The distal cap was recovered with the aid of a gastroscope and foreign body grasping forceps. The device was broken at the predetermined breaking point. The event occurred during procedure and there was no patient harm or user injury reported due to the event. This report is related to patient identifier (B)(6) for the single use distal cover

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the distal cover had crack and/or pinhole. It is also likely that the distal cover was broken by adhesion of chemicals such as anti-fog agent. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: precautions: ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ ¿3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover and the endoscope. These products may cause cracks of the single use distal cover. If a single use distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial report. Corrected data: b1, h1, and h6.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility confirmed they have a training activity for personnel regarding the handling of the maj cover. Training includes a review of the instructions for use (IFU). They have never noticed a crack on the cover before attaching it to the scope. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.